Event description:
It was reported by the rep that the (2) tlc75 and (2) tcr75 were used during a bowel resection procedure. It was reported that the devices had a problem with the safety lockout. The surgeon fired across the bowel and the staples fell out of the instrument and reload. The device fired halfway and would not unlock. There was no pt consequence.